Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the air supply volume and water removal ability do not meet the standard value. Due to a pinhole on the channel tube, water tightness is lost, due to wear of the angle wire, the bending angle in the up direction and play of the up/down knob is out of the standard value. The adhesive on the bending section cover has a crack. Paint on the suction-cylinder is peeled and shaved. There are scratches on the bending section cover, plastic distal end cover, connecting tube, protector of universal cord on suction-connector side, scope connector cover unit, forceps elevator lever, forceps elevator knob, upward/downward angulation control knob, right/left knob, switch box, scope cover, suction connector, universal cord, grip, control unit, and the adhesive on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, foreign material is clogged in the air and water pipe of the flex video scope. It is unknown when the customer discovered this issue. As reported, there was no impact or harm as a result of the reported issue.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: b3, b5 additional information was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (b3/b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during suction. The device was inspected before use and the intended procedure was completed using another device. Switching the device caused a delay.